Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented via merlin.net with high, out of range, high voltage right ventricular lead impedance. The right ventricular lead pacing impedance, capture and sensing were normal. Further testing and lead revision were discussed.

Event description:
New information received notes defibrillation threshold (dft) testing was successfully performed, however when the lead was tested via normal testing high, out of range high voltage lead impedance was still observed. The lead was explanted and replaced. Patient was discharged post-procedure.